Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error 1720. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received intact with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not available for evaluation. To further investigate, functional test was performed. Customer's reported problem was replicated. The pump was found to be displaying "1720" error code alarm message on power up when batteries were inserted. No broken evidence of a back-up capacitor could be found. The faulty back-up capacitor will be replaced.